Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified and moderate torturous anatomy and/or inadvertent mishandling resulted in the reported material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the separated portion was crushed to the vessel with a stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification and moderate tortuosity. The turntrac guide wire separated at the coils. The separated portion was crushed to the vessel with a stent. There were no adverse patient sequela. No additional information was provided.